Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient underwent deployment of an inferior vena cava filter due to history of deep vein thrombosis, hypercoagulable state as prophylaxis for upcoming colectomy surgery due to newly diagnosed colon cancer. Placement was via the right femoral vein. Glidewire was placed into the vena cava. The l3 disc was identified and marked. Injection venography was performed and the renal veins were identified. Ivc filter was then deployed below the renal veins. Records after this include the colectomy surgical records and records pertaining primarily to hospital admission related to alcohol abuse and homicidal/suicidal ideation. The filter in not mentioned in any subsequent records, except as an incidental finding on a CT scan a month post ivc filter deployment. A death certificate is found for his death on (B)(6) 2016 reportedly in a hospital with the cause of death listed as cerebral herniation due to cerebrovascular accident. These records were not provided for review. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 04/2018, manufacturing date 04/2015.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. It was reported that the patient expired approximately one year two months post filter deployment. The device has not been removed and there were no reported attempts made to retrieve the filter.

Manufacturer narrative:
Medical images have not been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device: expiry date: 04/2018; manufacturing date: 04/2015.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. It was reported that the patient expired approximately one year two months post filter deployment. The device has not been removed and there were no reported attempts made to retrieve the filter.